Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller and three (3) batteries with unknown serial numbers were not returned for evaluation. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Based on historical review of similar events, the most likely root cause of the reported beeping can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and/or communication errors between the controller and batteries. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown UDI #: (B)(4), device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown UDI #: (B)(4), device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown, UDI #: (B)(4), device available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller had occasional beeping from the controller. The patient reports that when the controller is checked, the controller has switched to the second battery, event if the first battery still had a battery capacity greater than twenty-five percent(25%). The patient marked which batteries were causing the issue. The two batteries were exchanged and a third one will be exchanged on the patient¿s next visit to the clinic. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.